Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device triggered a false positive elective replacement indicator (eri) for the battery longevity. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.